Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity set separated. The following information was received by the initial reporter with the following verbatim: during a case the anesthesiologist noticed a puddle of water looked down and noticed that part of the IV disconnected and was dripping on the floor.

Event description:
No additional information was provided. Material #: 10802688. Batch #: 23099184. It was reported by customer that during a case the anesthesiologist noticed a puddle of water, looked down and noticed that part of the IV disconnected and was dripping on the floor. Verbatim: during a case the anesthesiologist noticed a puddle of water looked down and noticed that part of the IV disconnected and was dripping on the floor.

Manufacturer narrative:
It was reported by customer that part of the IV disconnected and was dripping on the floor. One sample of material number 10802688 was submitted for quality investigation. Visual examination of the infusion set indicates that the tubing had separated from the outlet port of the distal y-site smartsite outlet ports. Further investigation of the sample under magnification shows that there is a lack of solvent at the outlet of the y-site smartsite. Investigation of the root cause for the failure has been forwarded to the manufacturing facility. After further investigation, the potential root cause of the separation between the tubing and the y-site could be related to lack of solvent in the assembly due to issues with the solvent dispenser. Corrective actions were taken with the solvent dispenser and were completed on (B)(6) 2023. The production date of the reported set was before the corrective actions were implemented. A device history record review for model 10802688 lot number 23099184 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.